Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the guidewire could not be inserted during intra-aortic balloon insertion. First there was resistance, then the wire was removed and inspected for abnormalities. Reintroduction in the balloon was never achieved due to physical obstruction about 1centimeter after balloon tip. A new iab was used with the same guidewire to continue therapy. There was no reported injury to the patient and the patient was eventually discharged.

Manufacturer narrative:
Patient's sex changed from: male to: female. Device evaluation: the product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter. The guide wire, one-way valve and other insertion components were also returned. No kinks were detected on the returned iab catheter. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the guidewire could not be inserted during intra-aortic balloon insertion. First there was resistance, then the wire was removed and inspected for abnormalities. Reintroduction in the balloon was never achieved due to physical obstruction about 1centimeter after balloon tip. A new iab was used with the same guidewire to continue therapy. There was no reported injury to the patient and the patient was eventually discharged. Date of birth reported as (B)(6).

Event description:
It was reported that the guidewire could not be inserted during intra-aortic balloon insertion. First there was resistance, then the wire was removed and inspected for abnormalities. Reintroduction in the balloon was never achieved due to physical obstruction about 1 centimeter after balloon tip. A new iab was used with the same guidewire to continue therapy. There was no reported injury to the patient and the patient was eventually discharged.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).